Event description:
It was reported that the right ventricular (rv) lead was unable to sense ventricular fibrillation (vf) during induction and the patient had to be externally rescued. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead, implanted (B)(6) 2006; 5076-52 lead, implanted (B)(6) 2006. (B)(4).